Manufacturer narrative:
Conclusion: analysis of the returned dcs was performed. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A right subclavian artery dissection (access site) was detected; vessel injury such as dissections is a known adverse patient effects per the evolutr instructions for use, and is typically related to patient anatomical factors, in addition to procedural and device factors. It was reported that the cause of the dissection is unknown. The pre-case plan summary indicates that the patient had a 33° aortic root angulation, and a right subclavian artery (rsa) diameter of 5.5mm (the minimum recommended diameter for enveor-n); the evolutr instructions for use (IFU) warns the user that implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30° for right subclavian/axillary access. It is likely that the reported high aortic angulation for rsa and borderline diameter measurement of the right subclavian artery may have contributed to excessive tension in the system resulting in the outer member damage and subsequent deployment difficulties and/or dissection. Without review of procedural imaging and/or additional information, a definitive root cause cannot be determined at this time. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned, but the product analysis has not yet been completed. Conclusion: product analysis has not yet been completed, thus no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the right subclavian artery was dissected at the access site. It was reported the dissection may have occurred during the advancement, however, it was unknown what caused it. Surgical patches were used to treat the dissection. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule fully closed and slightly over captured with the valve loaded. Several voids were observed, over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was evidence of the spin wires protruding slightly through the blue stability shaft. However, the wires did not protrude through the stability shaft and therefore would not have made contact with the vasculature of the patient. The capsule would not retract and advance because of the broken outer member. If information is provided in the future, a supplemental report will be issued.